Manufacturer narrative:
Patient information was requested but it was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the emergency backup battery use count maxed out. The controller was returned for evaluation.

Manufacturer narrative:
Patient weight requested but not provided. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms active when tethered to battery power was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, log files were submitted for analysis. The submitted log files contained combined overlapping data spanning approximately 18 days ((B)(6) 2022). The log files captured intermittent atypical power cable disconnect alarms active throughout the log file while connected to battery power due to the rsoc voltage in the black power cable dropping below the minimum voltage threshold. The alarms resolved intermittently when the rsoc voltage restored to its expected voltage threshold, or the power source was changed. The atypical power cable disconnected alarms did not affect the controller's ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information about the reported event such as the patient¿s weight, if cleaning the batteries/clips resolved the event, if any equipment was exchanged, and if any product is returning to abbott for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on (B)(6) 2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that random power cable disconnect events on (B)(6) 2022 were observed in the log file. These events occurred while tethered to battery power and appeared to be the result of a weak connection between the batteries and clips. Additional information was received that the emergency backup battery (ebb) use count was maxed out at 255 uses. The ebb count was resent via the system monitor admin screen. Review of additional log files submitted on (B)(6) 2022 indicated that the equipment was working as expected.